Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The device was removed and replaced with a new ipp system. No information was provided regarding the patient's outcome. No more information is available at the moment. Relevant information will be provided if it becomes available. Additional information received. The patient came back because when he pressed the pump, the cylinders would not inflate and the device no longer worked. When the cylinders were removed there was a tear in the tubing that connected the reservoir to the pump. The patient is doing well.